Manufacturer narrative:
H2 correction. H6 type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced feeling tired, a headache, and vomiting. When the patient took a fingerstick the cgm reading was 5.0 mmol/l, and the blood glucose reading was 25.0 mmol/l. The patient tested for ketones and these were 5.0 mmol/l. The patient went to the hospital by themselves. At the hospital the pump was removed, and the patient was treated with intravenous insulin and fluids. The patient was discharged the day after the event. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.